Manufacturer narrative:
Additional information received on august 18 2020 indicated that patient called mentor and informed that her pain on both breast is getting worst by the day. She explained the MRI has not yet confirmed any rupture but cancer specialist has visually confirmed a bilateral capsular contracture baker grade iii/IV. Note, per correct codification mentor decided to remove pain and add capsular contracture to patient code. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with mentor memorygel, 300cc silicone breast implants which the patient reported the following: patient states she had a mammogram on (B)(6) 2019 with no complications and findings found both implants involved rupture after implantation. Patient experience numbness and pain on both but her right side is getting worst. Per the patient, she had a mammogram completed in (B)(6) 2019. When she had this mammogram completed, it did not have anything to do with any issues regarding her implants. It was done as a preventative measure for an early cancer screening. The results of the mammogram actually showed something was wrong with her implants at the time however, the patient was not informed of this. She started having complications two weeks ago and experienced numbness and pain on both breast but more on the right side. Her mammogram showed both implants were possibly ruptured with silicone in her lymph nodes in both armpits. The issue has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Correction: on initial submission device code mistakenly reported as 2993, and correct code is 1546 which is material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 additional information received indicated that the doctor confirmed bilateral rupture, but right side has capsular contracture bg iii and left side starting to encapsulate. Patient stated date of explantation set for (B)(6) 2020. This report belong to left prosthesis. Manufacturer¿s reference number: (B)(4).